Manufacturer narrative:
H.6. Investigation summary: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (10) venflon 22g from lot # 9171575 product # 391451 with the reported issue of "the catheter breaks (obviously upon skin contact) and as a result, the process becomes painful and dangerous for the patient". The DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot number 9171575 until lot release. The customer returned sample is made available which showed no evidence of cannula tip damage. The penetration tests performed on both customer's returned and retain samples showed the cannula penetration in conformance to bd specifications. Therefore the customer complaint could not be confirmed for further investigations. The team investigated the customer returned samples and the retention samples of material number 391451 for batch number 9171575 for penetration tests report and we did not find any defect in the customer samples or the retention samples. The penetration tests reports performed on the customer samples are within specifications. The exact root cause cannot be confirmed. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of venflon 2 bl 22ga IV cannulas experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: the catheter breaks (obviously upon skin contact) and as a result, the process becomes painful and dangerous for the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of venflon 2 bl 22ga IV cannulas experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: the catheter breaks (obviously upon skin contact) and as a result, the process becomes painful and dangerous for the patient.